Event description:
During an incident about 3 weeks ago involving a female patient with chest pain, this defibrillator, with ECG on the screen, shut off after about 2 minutes. The pt was transported to a hospital with no compromise to care. The reporter also stated that the unit shut down after 2 minutes after delivering shocks to a shockable rhythm from a simulator.